Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07-mar-2019 device evaluation:the pump has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a review of the pump black box showed pump reboots had occurred. A visual inspection of the pump revealed the battery compartment was cracked and the returned battery cap had stripped threads. The returned battery cap was unable to fit securely to maintain an electrical connection; power loss and reboots were duplicated during testing. The battery cap contact height and width measurements were found to be within specification. Using a test battery cap, the pump powered on normally with no alarms, indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.